Manufacturer narrative:
Product complaint # (B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional evaluation summary: pictures of the broken 15fr drain were reviewed. The broken ends of the drain have extremely uneven and indented character; such appearance is typical for breakage due to mechanical damage of a drain. Most likely the drain broke following damage in use. Additional information was requested and the following was obtained: lot number? Unknown. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No information. Was the initially used broken drain removed from the patient and replaced with a new drain surgically to continue suction? The drain was broken upon the time of drain. Removal, thus a new drain was not needed. How was procedure completed? Remove the broken part. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Event date is reported as (B)(6) 2018. Is this date 2018 correct? What was the initial procedure date. Please explain how the broken part was removed from the patient? Was there additional tissue damage as a result of removing the broken part of the drain? Was additional medical or surgical intervention required to remove the broken piece?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a drain was used. It was reported that the drain was broken during removal in the ward. The broken part was removed. No adverse patient consequences were reported.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2020. Additional information: h6. Correction: d2, d2b, d3, g1, g2, g5.

Manufacturer narrative:
(B)(4). Patient codes: 3189 - surgical procedure. Additional information was requested and the following was obtained: event date is reported as 6/3/2018. Is this date 2018 correct? Correct event date should be (B)(6) 2019. What was the initial procedure date? (B)(6) 2019. Please explain how the broken part was removed from the patient? The patient needed to be re-admitted to ot again for drain removal on (B)(6) 2019 (same date as of incidence of drain brokerage). Was there additional tissue damage as a result of removing the broken part of the drain? No. Was additional medical or surgical intervention required to remove the broken piece? The patient needed to be re-admitted to ot again for drain removal on (B)(6) 2019 (same date as of incidence of drain brokerage). Evaluation: photo analysis: received photos (5) of the broken sample. The broken ends of the drain appear to have extremely uneven and indented character. Such appearance is typical for breakage due to mechanical damage of a drain. The actual sample received for analysis. It was evaluated, the broken ends of the drain appear to have extremely uneven and indented character. Such appearance is typical for breakage due to mechanical damage of a drain. Most likely the drain broke following damage in use.